Event description:
It was reported that the pump's critical alarm began sounding on (B)(6) 2011. The pt was seen in the physician's office on (B)(6) 2011. The pt showed signs of significant withdrawal, including sweating, return of spasticity, and general discomfort. The hcp interrogated the pump. The pump logs showed that the pump was running in "safe state" due to low battery. The hcp tried to re-program the pump, but it returned to safe state within 2 minutes of being reset. The pt was stated on oral baclofen to "help keep her out of withdrawal". It was later reported that "tone worse due to being off of itb therapy, but ok on oral meds".

Manufacturer narrative:
(B)(4).